Event description:
Reporter indicated that a patient was to undergo revision surgery due to her generator "floating". The patient underwent the surgery in 2007. Good faith attempts for additional information have been unsuccessful to date.